Event description:
"Pt with diagnosis of all. Admitted on 11/29/00 for placement of huber needle for chemotherapy administration. Insertion successful, and pt discharged home. During the night, the catheter tubing separated from the hub allowing for free blood flow. Pt returned to hematology clinic on 11/30 for huber needle removal and placement of a new unit. Because the catheter clamp was closed, loss of blood was minimal, but there was significant risk infection with an open IV line." The facility was contacted for the pt's status and the pt suffered no adverse effects as a result of this occurrence.

Event description:
The facility was contacted for the pt's status and the pt suffered no adverse effects as a result of this occurrence.